Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator's parameter settings had been changed while the ventilator was not being used. Our field service engineer downloaded device logs on request. No part was replaced. The ventilator was returned to service after successful functionality tests. Evaluation of the received device logs shows no evidence of the reported event. Received pre-use check information was without remarks. The date of event was not specified. No further information was given despite several requests. By design no parameter change can be done without turning the direct access parameter's knob physically or without user interaction via the touch screen on the user interface. The conclusion in this matter is that there is no indication of a technical ventilator failure in the received information.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator's parameter settings had been changed while the ventilator was not being used. There was no patient involvement. (B)(4).